Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a prolonged hospital stay from (B)(6) 2024. The patient initially presented with bilateral pulmonary infiltrates and respiratory failure. An extensive work up was performed over the next weeks which included bronchoscopy, but ultimately all sources were ruled out except for amiodarone toxicity and cryogenic organizing pneumonia. A lung biopsy was needed for definitive diagnosis but was deemed too risky for the patient. The patient responded to steroids treatments, and after improvement steroids were tapered off. The patient very quickly redeveloped the same bilateral infiltrates which required a high dose of steroids again. The patient then developed a gastrointestinal (gi) bleed. A flexible sigmoidoscopy, 2 colonoscopies, an esophagogastroduodenoscopy (egd), and a capsule endoscopy were performed and suggested ischemic colitis. Measures were taken to hold anticoagulation and to allow permissive hypertension. The patient received multiple supportive blood transfusions to keep hemoglobin level above 8 grams per deciliter (g/dl). Bleeding briefly stopped but when a low dose of heparin was provided, bleeding occurred again which required massive transfusions. A computed tomography angiography (cta) showed extravasation of dye near cecum, so the patient was emergently taken for right hemicolectomy and ileostomy on (B)(6) 2024. The patient initially recovered but redeveloped respiratory distress on (B)(6) 2024 which required emergent reintubation and chemical paralysis for oxygenation. The patient was eventually extubated on (B)(6) 2024 and was cleared to restart low dose heparin. The unstable gi bleed developed again on (B)(6) 2024 and there were no more interventions that could have been performed. The patient decided to transition to comfort measures and pump support was terminated. The patient passed away peacefully shortly after due to cardiopulmonary failure on (B)(6) 2024. The outcome was not device related. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure, bleeding, and patient outcome could not be conclusively determined through this evaluation. The patient's death was reportedly not device-related, and the device was fully operational without complications up until support was disconnected. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including respiratory failure, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.